Event description:
Reporter indicated a vns patient had been hospitalized for a month with increased seizures. The patient's pre-vns therapy seizure activity level is unknown. The patient is being considered for brain surgery and will not pursue vns re-implant. Good faith attempts to obtain additional information have been unsuccessful to date.